Event description:
It was reported that during a lap lobectomy, the knife did not return to the original position after the 4th stroke of the 4th firing. The knife blade indicator was returned forcibly with a forceps and the jaws opened. The deployed staples were proper b-formed shape. Ecr45d was used. Reinforcement material was not used. As the firing was the last firing of this procedure, the case was completed without using another device. There were no adverse consequences to the patient. The sales rep watched the operation video and commented that something seemed to have been caught in the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the knife indicator worked as intended and the knife returned to home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.